Manufacturer narrative:
The patient has undergone a successful revision surgery to a distal femur mets. The explant was not returned for evaluation. The prior custom distal femur implant was in situ for 21 years; no cause has been identified for the failure after 21 years of implantation. This complaint is being closed and is being tracked and trended

Event description:
This is a supplemental report to 3004105610-2015-00089. (B)(4).

Manufacturer narrative:
The device has been implanted for over 21 years and is well beyond its ten year expected life. The revision procedure has not yet been scheduled, however return of the device has been requested. The investigation is ongoing. A supplemental report will be submitted.

Event description:
The surgeon reported that the patient reported a progressive feeling of instability. Xrays subsequently confirmed a fracture of the stem. The surgeon has requested a custom distal femoral replacement to revise the patient.